Event description:
The customer stated a physician questioned cbc results generated on the cell-dyn 1800 analyzer for one pt sample. The sample was sent to another laboratory where different cbc results were obtained (method not stated). No impact to pt management was reported. See scanned table.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.